Event description:
A customer contacted beckman coulter (bec) reporting that the olympus (B)(4) (au5800 series) clinical chemistry analyzer (230v) generated a low sodium (na) flier for one (1) patient sample. The instrument also generated a low potassium result for the same patient sample. Upon repeat the results recovered within the normal range. The results provided by the customer are shown in the report. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) data was not provided by the customer at this time. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse checked and replaced the reference supply valve, buffer valve, and buffer syringe. All system checks carried out by the fse showed that the ion selective electrode (ise) unit was functioning within specification. The fse confirmed that they were unable to identify which part had actually caused the problem as nothing obvious was visible.